Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused patient to have lung cancer.the medical intervention that the patient received in response to the reported event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found evidence of previous liquid contamination, located in the blower housing mounting area. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed evidence of previous liquid intrusion in the blower housing mounting area.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the reported event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.